Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) and right ventricular (rv) leads exhibited loss of capture via observation on telemetry. Further, a chest x-ray confirmed that rv and lv lead were dislodged. The physician brought the patient to the laboratory for lead revision. The rv and lv leads were repositioned and remain in service. No additional adverse patient effects were reported.